Manufacturer narrative:
Medwatch report number: (B)(4). A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6) 1940. D4 and h4 the lot#, expiration date, and manufacture date are unknown. D4, g4: model number is not known but similar device is sold under model d1000. This product was used for the product code, di, and 501k. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding and unspecified tego connector that experienced leakage during use. It was reported that "dialysis nurse went to flush the catheter line and the tego cap did not reseal as it should. Small amount of blood flowed out of the tego cap. No harm to patient.¿ the event occurred at the hospital user facility. The suspected medical device was a tego cap with unknown item number. There was patient involvement, an (B)(6) female. No patient harm. Additional information: they don't have any packaging information from this product. Date of the incident was on 16-dec-2024. Sample picture provided showing the cap.

Manufacturer narrative:
Investigation summary one (1) photograph was provided by the customer, cannot confirm the complaint from the photo provided. Received one (1) used list# unknown, tego; as received, there was some light tearing around the posts, no other anomalies observed. Tego was pressure and leak tested with no sign of failure mode described. The customer complaint of the catheter line was flushed, and the tego cap did not reseal as it should cannot be confirmed. A device history record lot# review could not be conducted because no lot number(s) was/were identified.